Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4) - surgical procedure, secondary surgery, explanted. (B)(4). Lens not returned.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found the lens optic torn into two pieces. The lens was returned dry and there was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4)

Event description:
Additional information received - the lens was inserted on (B)(6) 2011.

Event description:
The reporter stated the surgeon implanted a cq2015a collamer aspheric three piece lens on (B)(6) 2011. The lens was explanted on (B)(6) 2011 for a different power lens. There was no patient injury.